Event description:
After eight years of successful use. This pt's cochlear implant began to funciton intermittently. Their speech understanding subsequently began to decrease. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery was successfully completed in 2004.